Event description:
It was reported that the balloon ruptured when removing the device through another company's guiding catheter. There was no patient injury reported. No additional info was available. This event was upgraded based upon the results of the qa analysis of the returned device, which revealed a shaft separation.